Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 test, displacement test and rewind test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case from display window corner, cracked reservoir tube window and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery was non responsive. Customer reported that the battery was diminished life and rewind take longer time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.